Event description:
The user facility reported a 33-year-old female in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had a impella 5.5 pump support ongoing when on day three there was an observation made of neuro change/cva/stroke. The team made decision along with the family to withdraw care. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03139 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The investigation into the reported stroke/cerebral vascular accident (cva) has been completed since the original report was filed. Data was reviewed and no issues were found on data logs. The product was not returned for review. The cause of the stroke was most likely due to patient condition and unknown relation to the impella.